Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, peristomal skin under the skin barrier is pink, skin extending beyond the collar is red. The reddened skin is peeling. He also complained of itching from the area but mostly the area beyond the skin barrier. Cleanses peristomal skin with wafer. No further info provided.